Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 30-350 mg/dl. Suspected cause was due to pump software not accurately adjusting insulin therapy. Customer consumed carbohydrates to treat low bg. Although requested, customer did not upload pump for investigation.